Event description:
Pole is not stable. When IV pump is on pole, the pole will tip over. The main center pole unscrews easily and falls. Base is not stable when rolling. The pole tips. The pole falls when going in and out of elevator.what was the original intended procedure?IV pole.device #1is this a laboratory device or laboratory test?no.